Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. The following information is unknown: the cause and severity of the pneumothorax, what medical intervention (if any) was rendered due to the complication, the procedure outcome, and the patient's current status. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.